Event description:
A medwatch report was received from the hospital stating, "md used a quick clip for a bleeder. The first clip deployed easily and correctly when the md placed it on the lesion. The second clip, however, would not deploy. Rn reports that the md followed all of the steps to deploy the clip without success. Md chose to use continuous cautery to stop the bleeding."

Manufacturer narrative:
The device referenced in this report has been returned to olympus for investigation without the clip. The investigation could not confirm the user's report that the clip did not deploy. The hook which normally attaches to the clip prior to deployment was inspected and found to displayed evidence of appropriate activation. The tube sheath and coil sheath was slightly bent near the proximal end of the device, but was still functional. The facility has been contacted for additional information regarding this report, but the reporter was unable to provide detailed information about how the device was used at the time of the event. The cause of the user's experience cannot be conclusively determined, however, user technique cannot be ruled out as a potentially contributing factor.